Event description:
Same case as MDR ID# 2134265-2012-03382. It was reported that during a vena cava filter placement procedure, deployment difficulty occurred. Vascular access was obtained via the femoral artery. The target location was the vena cava. A 12f femoral greenfield otw filter was selected and prepped without difficulty. Using continuous flush, the device was deployed inside the patient and it was noted that the legs were crossed. Another 12f femoral greenfield otw filter was deployed, and it was noted that the legs were crossed. The procedure was completed with both devices, and the patient is adequately protected. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).